Event description:
It was reported that patient started having driveline power faults on (B)(6) 2025. It did not clear with a self-test at home. The system controller and modular cable were exchanged to new ones, and the alarm had not resolved. Log file review confirms driveline power a faults beginning on (B)(6) 2025. Log files from new system controller also confirmed driveline power a faults beginning on (B)(6) 2025. Pump cable connector of modular cable was noted with corrosion. A pump cable in line connector cleaning was performed on (B)(6) 2025, along with another modular cable exchange. No further driveline fault alarms were noted post the connector cleaning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photo confirmed evidence of corrosion within the inline connection that could have resulted in the driveline power fault alarms observed in the submitted log files. A specific cause for the evidence of corrosion could not be conclusively determined through this evaluation. The submitted controller event log file from the primary controller captured a driveline power fault alarm associated with power a broken faults activate at 10:49:18 on (B)(6) 2025. The alarm persisted through the remainder of the data. The submitted controller event log file from the backup controller captured the driveline being connected on (B)(6) 2025, and a driveline power fault alarm associated with power a broken faults was activated. The alarm persisted through the remainder of the data. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when the driveline was connected. The submitted photo revealed evidence of corrosion within the inline connection. The corresponding investigation of the returned modular cable also revealed corrosion within the inline connection. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number mlp-041670, with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 6 of the IFU contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 6 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.